Event description:
Procedure: lap chole. According to the report: the surgiwand came apart at the area where the ring is pushed forward to advance the hook. This is the area where the shaft is connected to the handle. Tissue damage and pt injury was reported. The liver was lacerated and bled. The surgery was delayed 15 minutes while the bleeding was controlled. Cautery and hemostatic agents were applied to the bleeding area.